Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves for the period between december 2018 and august 2019 showed a base threshold around 0.6v, a stable pacing impedance around 500ohms and a shock impedance around 60ohms. The provided iegms showed artifacts on the right ventricular channel leading to oversensing, as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 131 months after the implantation, oversensing on ventricular channel was noted. The lead and the associated device were explanted and replaced.